Event description:
It was reported that oversensing was noted on the implantable cardioverter defibrillator (ICD). Programming changes were discussed but not made at this time. The patient was asymptomatic.